Event description:
It was reported that during preparation, an unspecified nc trek rx bdc had resistance with the removal of the yellow protective stylet cover and there was a leak noted of saline on the tip of the balloon. There was no patient involvement and another nc trek rx bdc was used for the procedure successfully. There was no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis, therefore, the difficulty in removal of the sheath and subsequent leaking could not be confirmed. Additionally, a search of the lot history record could not be conducted since the lot number was not provided. Based on the limited information provided and without the product to examine, a definitive cause for the reported sheath removal and leak cannot be determined. However, an expanded record review and investigation for this failure mode indicates a potential product issue related to hydrophilic balloon coating, further assessment per site operating procedures was performed and corrective and preventive actions are being put in place to prevent further recurrence of this issue.